Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the insulin pump. The customer's blood glucose reading was 10.3 mmol/l. The customer's mother stated that her daughter has been in the pool and there was condensation on the screen. The customer stated that the buttons do not respond on the pump. The customer stated that there is fluid under the lcd display. The customer stated that the pump was not dropped. The customer stated that she was able to use the pump to bolus but now it is not working. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.